Event description:
Distributor requested repair of an ambulatory infusion pump due to "over infusing". No patient details were provided.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log had no related findings. Functional tests included delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was trimmed to bring the accuracy into a more nominal range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.